Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unknown mentor tissue expander saline breast implant experienced unknown-sided deflation postoperative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional information received on (B)(6) 2025, the suspect device identity revealed as lot#: 9985935. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient initial updated to p.k. And patient underwent removal surgery on (B)(6) 2025, reason for device explant and/or reoperation: deflation. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 10, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned device no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears, tear (a) on the anterior view and tear (b) on the posterior view, measuring approximately 1.0 and 0.1 cm respectively. The tear (a) is consistent with the information received about the device was punctured in the back to drain it. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).